Event description:
It was reported that the universal modular electric/battery double trigger handpiece stopped working and would not work with the battery or with the power supply. It was reported that surgery time was extended by approx 10 mins.

Manufacturer narrative:
The device was not returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.